Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The device was unable to produce sound on all audio levels and tone settings. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced.

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient involvement.